Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a device manufacturer representative. The catheter was returned along with returned paperwork. No further information was provided. The reason for the catheter explant was not provided. Further information has been requested to obtain additional information regarding the returned catheter.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. Analysis of the pump found high resistance with the battery. Analysis of the catheter found the collet was not fully locked in place. Damage to the catheter's transition tube was also seen. (B)(4).

Event description:
Upon the pump's return, the catheter was also received. No information had been provided regarding the reason for the catheter return. Further follow-up was conducted with the device manufacturer representative (rep) associated with the event. They however had no further information to provide regarding the case, patient or event.

Manufacturer narrative:
The device was not returned. No returned date is applicable. The device was not returned. Analysis is not anticipated. The pump was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the previously reported information: {additional information was received from a device manufacturer representative. The catheter was returned along with returned paperwork. No further information was provided. The reason for the catheter explant was not provided. Further information has been requested to obtain additional information regarding the returned catheter} is not applicable. No new reportable information was received.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with compounded baclofen intrathecal (100 mcg/ml; 22.22 mcg/day; lot # unknown), bupivacaine intrathecal (4 mg/ml; 0.888 mg/day), and morphine intrathecal (13.5 mg/ml; 3 mg/day). The indication for use was non-malignant pain and chronic low back pain. The pump critical alarm was heard and confirmed via telemetry. The low battery reset and safe state messages were seen to have occurred on (B)(6) 2016. The patient was starting to not feel that great as of 13:39 on (B)(6) 2016. The healthcare provider was going to give the patient some oral medication to help with the patient's symptoms. The healthcare provider planned to replace the pump in the future. A side port access under CT milogram was going to also be performed the following week (as of the date of this report) prior to replacing the pump to verify that the catheter was patent. The healthcare provider reprogrammed the pump to simple continuous mode without patient activated dosing (morphine 3 mg/day; 0.3 mg patient activated bolus with a 6 hour lock out). It was reviewed that the pump could reset at any time, and the healthcare provider was going to inform the patient so if there were any alarms, the patient could notify the healthcare provider. Information regarding additional medications being taken at the time of the event, pertinent medical history, cause, interventions/troubleshooting, action taken, or outcome of the event was not provided. Additional information has been requested, but it was not available at the time of this report. Information was received from a company representative who indicated that the pump went into safe state mode. The event date was reported as (B)(6) 2016. The event became known because the patient had heard the alarm. In an effort to troubleshoot/diagnose the issue, the clinic nurse interrogated the device and restarted it and disabled the ptm (personal therapy manager). Per the clinic nurse, the patient had signs/symptoms of withdrawal (no further details provided). As a result of the event, the pump was explanted on (B)(6) 2016. The pump had delivered baclofen intrathecal (100 mcg/ml; 22.21 mcg/day), morphine (13.5 mg/ml; 2.998 mg/day), and bupivacaine (4 mg/ml; 0.8883 mg/day). The issue was resolved and the patient's status was alive no injury as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.